Event description:
Event verbatim [preferred term] serious burn [thermal burn] . Case narrative:the initial case was missing the following minimum criteria: no patient. Upon receipt of follow-up report information on 27mar2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer on behalf of the patient. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number r44751, expiry date: sep2019, via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The hospital let the reporter know that they will not be using the product because of the adverse event experienced by a patient. The patient experienced serious burn from this product on an unspecified date. The action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. According to the product quality complaint group: reasonably suggest device malfunction: no. After a review of the batch thermal records the root cause category is non assignable and complaint not confirmed as a quality defect. The batch thermal results met all product release criteria. The consumer reported the wrap caused a "burn." The cause of the consumer burns is inconclusive since review of the records does not provide evidence to support defective product. The effect of the product may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product at the time this investigation was written is expired. Expiry date was sep2019. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for the complaint. The complaint was evaluated to identify any potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result was 14. This result was below control limit (ucl) of 33.9 complaints per sop-# complaint trending guideline, effective (B)(6) 2020. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Follow-up (27mar2017): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow-up (10apr2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of "burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable and complaint not confirmed as a quality defect. Product effect varies with each individual. No further investigations or actions are suggested at this time.

Manufacturer narrative:
After a review of the batch thermal records the root cause category is non assignable and complaint not confirmed as a quality defect. The batch thermal results met all product release criteria. The consumer reported the wrap caused a "burn." The cause of the consumer burns is inconclusive since review of the records does not provide evidence to support defective product. The effect of the product may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product at the time this investigation was written is expired. Expiry date was sep2019. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for the complaint. The complaint was evaluated to identify any potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result was 14. This result was below control limit (ucl) of 33.9 complaints per sop-# complaint trending guideline, effective (B)(6) 2020. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Serious burn [thermal burn]. Case narrative: the initial case was missing the following minimum criteria: no patient. Upon receipt of follow-up report information on 27mar2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer on behalf of the patient. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual, device lot number r44751), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The reporter confirmed that there were 22 cases of thermacare product at the hospital. The hospital let the reporter know that they will not be using the product because of the adverse event experienced by a patient. The patient experienced serious burn from this product on an unspecified date. The action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. Follow-up (05may2017): follow-up attempts are completed. No further information is expected. Follow-up (27mar2017): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment: based on the information provided, the event of "burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.